Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was resolved by a complete infusion set, reservoir and insulin change. The blood glucose reading was 193 mg/dl. The customer declined to return the supplies for analysis, stating that she had discarded them. She also noted that the insulin pump alarmed low reservoir. Nothing further reported.